Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was not well fixed on the myocardium and fell off. Repositioning was attempted; however, the helix could not retract. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.